Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, mobility. Although there were the best desirable conditions for proper healing, the patient exhibits sudden implant mobility at 4 weeks. Variomulti had already been inserted so that the basal conditions were optimal for proper healing.